Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and the defect was confirmed. Pressure test and clear passage were within specification. Leak test was performed and a cut was observed on the tubing. The cause of the reported condition was determined to be due to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set was leaking from the filter. Lipids were leaking during tpn infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.